Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00072: a facility reported that the mayfield composite series skull clamp (a3059) slipped during a posterior cervical case. The staff heard the clunk and saw the drapes moved. However, the clamp and pins were secure at the end of the case and they saw no problem as the teeth all matched up at all screw connections. They believe that the gold handle clamp was where the slippage may have been. There was no patient injury and no delay in surgery.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation showed that the device passed all specific functional testing requirements, except for the lock having slight up and down movement. When the unit is properly positioned and put under pressure the unit will function properly. This would not have caused the clamp to slip. General maintenance and cleaning performed. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.